Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one quick connect hub and sterile sleeve were received for evaluation. During visual evaluation, the device appeared to have residue throughout and no other anomalies were observed to the device. Upon functional testing, the quick connect hub/sterile sleeve was connected onto the driver and snapped into place with a clicking sound. The driver was then disconnected, and no resistance was felt. The driver was connected and disconnected to the quick connect/sterile sleeve an additional two times and no resistance was felt. Therefore, the investigation is unconfirmed for the reported difficult or delayed separation as there was no difficulties noted while removing the quick connect from the driver and the investigation remains inconclusive for the reported difficult to remove the needle from the patient since the condition of the use cannot be replicated in the laboratory. A definitive root cause for the reported difficult or delayed separation and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 01/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the needle allegedly didn't come off from the driver. It was further reported that the needle was allegedly difficult to be removed out of the body. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the needle allegedly didn't come off the driver. It was further reported that the needle was allegedly difficult to remove out of the body. There was no reported patient injury.